Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel. The product sample was not returned to the medtronic laboratory; however, a study graph was provided by the customer for analysis. The customer reported they had a study which had number of "ignores". The reported condition was confirmed. The investigation found that according to the graph there was a failure in the ph sensor of the bravo capsule resulting in false high reading of ph. The investigation identified the cause of the reported event to be ph sensor of capsule. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a study which had a number of "ignores." Technical support was able to log in to the customer's computer and observed the number of failures throughout the study. A coy of the study was sent in for review. The recorder worked correctly during the previous procedure. There was no patient and user harm and a repeat procedure was necessary.